Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that the insulin pump had insert battery alarm displayed on the screen, battery compartment was neither damaged nor corroded and spring was neither damaged nor corroded. Customer did not have brand new battery to insert. The insulin pump will not be returned for analysis.